Manufacturer narrative:
(B)(4) as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an internal log file review, it was discovered that this subcutaneous implantable cardioverter defibrillator (s-ICD) had displayed a da error message. It was determined that a memory inconsistency occurred that was self-corrected by the device. The s-ICD was functioning normally. No adverse patient effects were reported. The s-ICD remained implanted and in service. At a later date, this s-ICD was explanted due to an unrelated product performance issue. The information on that event is contained in MDR# 9912058-2014-00010.